Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. During the trans-septal puncture, with a non-bsc needle, the needle flipped posteriorly and punctured the posterior wall of the right atrium. A watchman access system was opened and planned to be used, but it never went into the patient. Contrast was injected to confirm position and a small pericardial effusion was noted. Heparin was reverse with protamine. The effusion did not increase, therefore, no further interventions were performed. The case was aborted. No watchman devices entered the body. Patient is doing well and has been discharged.